Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there were failures during the anesthesia machine testing in multiple anesthesia breathing circuits. The failed lot was removed and replaced with a different lot number. There was no patient involvement and no adverse effects.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 10/8/2024. One photo and four samples were received for evaluation. Visual inspection was performed. Functional testing was unable to confirm the reported problem. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.